Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose with blood glucose of 500 mg/dl. The customer stated they will shut off insulin pump and would not turn back on. No further complication were reported. The device will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
The pump powered up properly after battery installation. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08695 inches. The pump was monitored for several hours, and no blank display noted. The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. Successfully downloaded history files and traces using thus. Successfully uploaded pump to carelink. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms/alerts were noted during the testing. No power error 25, low battery alert, power loss alarm and replace battery alert/replace battery now alarm recorded in the formatted history file for the event date. However, low battery alert was recorded and found in the formatted history file on: (B)(6)2022 11:13:01.000 insert battery alarm was recorded and found in the formatted history file on: (B)(6)2022 21:24:00.000 replace battery alert was recorded and found in the formatted history file on: (B)(6)2022 20:44:00.000 and replace battery now alarm was recorded and found in the formatted history file on: (B)(6)2022 21:15:00.000 earliest power data available per the power management tool/detail trace file is on (B)(6)2022 at 11:39:58 pm. There was no power data available for the date of (B)(6)2022. Unable to check power data for low battery alert, replace battery alert and replace battery now alarm. The pump was cut open to perform visual inspection and it was verified that the battery tube power connector is properly connected to j7/pcb1. No evidence of physical or moisture damage on the electronic assembly, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (22.9 mv). The motor was tested outside of the device on the ngp stb3 and passed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a pillowing keypad overlay and a scratched case. Blank display was not confirmed. The pump passed all the required testing. Unable to verify customer alleged for high bgs. The force sensor is within specification and the motor functioning properly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information that provided with the initial report was incorrect. The correct information has been included with this report in b5 and d10 section.

Event description:
It was reported that the insulin pump was returned for analysis.